Event description:
It was reported that revision surgery was scheduled to be performed. It was reported that the patient experienced a 'chirping' noise in the right hip and had elevated chromium and cobalt blood levels.

Event description:
It was reported that revision surgery was performed due to pain and weakness of the legs and hips, and an adverse reaction to metal debris.

Manufacturer narrative:
The devices reportedly implanted in this event were utilized in an off-label application in the USA. The smith & nephew bhr acetabular cup is FDA approved for use only with bhr resurfacing femoral heads. The hemi-head (large diameter cocr femoral head) is only FDA approved for use when attached to a smith & nephew femoral stem for articulation on native bone, not on an acetabular component (such as a bhr acetabular cup).